Event description:
It was reported one week post implant the patient had a bladder infection. It was noted the patient never had a bladder infection prior to implant. Additional information received reported the patient had noticed an increase in the amount of bladder infections since the stimulator was put in.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).